Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward. However, upon removal of the pod the cannula was visible and found to be bent. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the needle mechanism were observed that could contribute to the reported needle mechanism failure. The needle mechanism was reset using the lock and load fixture and the needle mechanism deployed successfully. The pod data shows the pod completed both first and second prime were completed and was deactivated 8 pulses after second prime was completed. The cause of the reported needle mechanism failure cannot be determined. The soft cannula was observed to be stretched and kinked. No abnormalities were observed in the pod data. The timing and cause of the damage cannot be determined.